Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - 2013, device code - ni, expiration date - ni, date implanted - 2007, date explanted - 2013, manufacture date ¿ ni. This report is number 5 of 6 mdrs filed for the same patient (reference 1825034-2016-01505-01507 / 01509-01511).

Event description:
Patient underwent a left knee revision procedure approximately six years post-implantation due to unknown reasons. The femoral component was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a left knee revision procedure approximately six years post-implantation due to unknown reasons. The femoral component and tibial bearing were removed and replaced.